Event description:
It was reported that this right ventricular (rv) lead exhibited increased shock impedance measurements. Two defibrillation threshold (dft) tests were completed however the shocks were unable to convert the arrhythmia. This lead was subsequently explanted. No additional adverse patient effects were reported.